Event description:
During testing and repair at the independent repair center, the irc5po2v concentrator was reported to be alarming (red light). This was due to a contaminated pilot valve which led to the malfunction.